Event description:
Pt was revised to address metal hypersensitivity.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(4) 2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code 2285616. A search of the complaint database search finds two additional reported incidents against lot code 2318490 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address metal hypersensitivity. Update 2/1/2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update 11/13/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Doi: (B)(6) 2007 - dor (B)(6) 2010 (left side). September 9, 2014 updated patient and product codes. Lm no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.